Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood on the proximal and distal conductors of the lead and it was not obstructed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during lead implant, the lead exhibited high impedance and high pacing threshold. The lead was removed and replaced. No patient complications have been reported as a result of this event.